Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) due to inappropriate detection of episode. The device remains in use. Additionally, the left ventricular (lv) lead exhibited significantly varying impedance. Lv capture was varying and increasing. The lead remains in use. No patient complications have been reported as a result of this event.